Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a gap of adhesive on the distal end/stain entered inside the lens through the gap, gap between acoustic lens and ultrasound probe. Other findings: adhesive on bending section has a chip, connecting tube has a cut, universal cord has buckling, due to damage on the guide pin of the electrical connector, and water tightness is lost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrovideoscope had an unspecified malfunction. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: gap of adhesive on the distal end/stain entered inside the lens through the gap, a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.